Manufacturer narrative:
Product 693565 lead implanted (B)(6) 2010; d224trk crt-d implanted (B)(6) 2013; 419688 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) shocked the patient "two or three times." Follow up yielded no information. The crt-d remains in use. No further patient complications have been reported as a result of this event.